Manufacturer narrative:
Correction: this complaint was over-reported and will be cancelled. This is a duplicate complaint of MFR report # 9614033-2018-00103 that has already been reported for malfunction.

Event description:
It was reported that bd plastipak¿ three part hypodermic syringe with needle had foreign matter in the syringe before use. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: photos received for investigation. It is concluded that the oil analyzed is potentially the contaminant in the syringe. The stain resembles the oils that are used to lubricate some mechanical parts. Additionally, it is worth mentioning that retention samples were analyzed, which presented conforming results, that is, the defect of foreign matter was not present. Furthermore, the lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. The most likely cause is that a leakage occurred and a drop of oil has fallen into the mold in a timely manner since all the samples sent correspond to the cavity 10, it is worth mentioning that it was identified that this device is not monitored or revised since it is very remote that this problem occurs. Corrective action include annual preventive maintenance program.

Event description:
It was reported that bd plastipak¿ three part hypodermic syringe with needle had foreign matter in the syringe before use. No serious injury or medical intervention was reported.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ three part hypodermic syringe with needle had foreign matter in the syringe before use. No serious injury or medical intervention was reported.